Event description:
Our rep reports to us that during an arthroscopic shoulder repair, a portion of the distal end (the jaw) of an expressew broke off into the patient's joint space. The fragment was easily retrieved. The surgeon used a competitor's device (scorpion) to conclude the procedure successfully without any further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.